Event description:
As per ansm n°r2617118: date of implant - (B)(6) 2024. Date of explant - (B)(6) 2026. Date of occurrence: (B)(6) 2026. Description of the incident: vaginal prosthesis (ventrio st mesh) exposure. Medical history: patient undergone multiple surgeries - the patient is very satisfied and asymptomatic as prolapse has not recurred. Implantation performed as part of a treatment for complete genital prolapse of the vagina, cystocele and rectocele via the vaginal route. Current patient status: reoperation with complete prosthetic (ventrio st mesh) explantation. Actions taken at the healthcare facility for patient management: reoperation for complete prosthetic explantation. Per additional information received in follow up: prosthesis exposure occurred following discharge, leading to subsequent explantation of the prosthesis. No further surgical intervention was performed following the explant. There was no harm to the patient.

Manufacturer narrative:
As reported, a ventrio st mesh was used in the treatment of complete genital prolapse of the vagina with associated cystocele and rectocele via the vaginal route. Following the procedure, vaginal prosthesis exposure was noted, and the patient subsequently underwent reoperation with complete explant of the ventrio st mesh. The degree to which the ventrio st mesh caused or contributed to her post-op course cannot be fully determined at this time. The instructions for use (IFU) supplied with the device states that the ventrio st hernia mesh is intended for use in the reinforcement of soft tissue where weakness exists, specifically for the repair of ventral, incisional, and umbilical hernias. The warnings section explicitly states: "this mesh is not for use in the repair of pelvic organ prolapse via a transvaginal approach." As such we have concluded that this use was an off-label use of the device. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 187 units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.